Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 141 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to an MRI. The device was able to rewind; however, the customer confirmed that a motor position encoder error had occurred at one point. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the motor position encoder error alarm in the pump history screen due to constant motor error alarms. The pump had minor scratches on the display window.